Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right atrial (ra) lead had switched to the unipolar configuration due to an out-of-range impedance measurement. Noise was also noted. A lead fracture was suspected. During the follow up no noise or abnormal impedance measurements were produced. The ra lead sensitivity was reprogrammed to 5mv and a lead revision was planned. No adverse patient effects were reported. Additional information was received. A revision procedure was performed about six weeks later where this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.